Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that while flushing the steerable sleeve during preparation of the clip delivery system (cds), a leak was observed at the flush port of the steerable sleeve. Troubleshooting was performed, but the issues was unable to be resolved. Therefore, the cds was not used and was replaced. There was no clinically significant delay in the procedure.